Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, and a positioning issue and low pump flow was noted. The impella cp pump was placed, and the percutaneous coronary intervention was completed. Before the patient arrived at the intensive care unit, the patient coded 3 times and was shocked over 40 times. Subsequently, the impella cp pump inlet was noted deep in the left ventricle, 6 centimeters, and the patient had suction above p-level p-6. The physician opted to maintain the position for the time being due to ectopy. The patient was in critical condition. Further information noted, the next day after 12 hours on support, the patient expired. Medical safety reviewed the event and noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.